Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid in the device's bladder which suggests a possible under infusion may have occurred. The reported condition was verified. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was still full after 48 hours and the flow from the diffuser seemed delayed. The event occurred during patient infusion. The device was left for an additional 24 hours but was not completely empty. The device was filled with 100ml 5-fluorouracil (5-fu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.